Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Decline in hearing performance after head trauma in (B)(6) 2017. Re-implantation had been completed for this case on (B)(6) 2017.

Manufacturer narrative:
Damage to the active electrode under silicone overmold, likely caused by minute device mobility, was determined to have led to device failure over time. Reportedly the performance decrease followed a trauma to the head, which might have weakened the device fixation. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
There was a decline in the recipient_s hearing performance after a head trauma in (B)(6)2017. No problems with external devices were reported. The recipient was re-implanted.